Event description:
It was reported that the customer experienced high blood glucose for the past days. The infusion set was changed, but the customer's glucose level kept high and was able to treat with the insulin pump. Hours later, the customer tested again and still was high. Troubleshooting was performed, and the drive support cap was flush. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Advised the caller to go to the emergency room if it is needed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.